Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel® dxc 600 pro synchron® chemistry analyzer.the original na result was 157mmol/l. Upon repeat, the result was 138mmol/l. The erroneous result was reported outside of the laboratory. Per customer, the patient was treated with IV fliuds and placed on dialysis based on the erroneous results. Dialysis is not a customary treatment based on high na results.

Manufacturer narrative:
Sample was drawn in a heparinized plasma tube. Three hours before the event, the system was calibrated and qc results were within the lab's established ranges.bci engineer completed a major preventive maintenance (pm).a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.